Event description:
(B) (4)

Manufacturer narrative:
On (B) (6) 2009, the table tilted laterally when other functions were activated. Case finished with no adverse pt effect. Skytron's distributor's service technician, (B) (4), diagnosed the problem and repaired the table on 10/31/09 by replacing the mini valve springs. Customer stated springs had never been replaced in any of hospital's tables. (B) (4) services advised the hospital's biotech that all of the hospital's skytron beds should have springs replaced and asked to view their service history. Hospital refused to share their reports. (B) (4) informed the biotech that the springs should be routinely checked and replaced. Hospital deciding whether to replace themselves or call (B) (4). Proper and routine preventative maintenance would have prevented this issue.